Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited an increase in thresholds. The patient was in sinus rhythm throughout the device check. Reprogramming was performed, and the lead remains in use and will continue to be monitored. No patient complications have been reported as a result of this event.